Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post-sensed t-wave over-sensing due to the full amplitude of the premature ventricular contractions falling into the blanking period. No programming changes were made as it occurs infrequently; the patient would continue to be monitored. The patient was asymptomatic.